Event description:
Appose ulc auto suture slim body skin stapler 35 lot: j3f1267ly exp. Date: [redacted date] ref: 8886803512. Skin stapler defective upon use per [redacted name], md. Device placed in patient labeled biohazard bag and stored in appropriate storage cabinet for review. The staple was getting caught in the device and unable to be placed flat on patient skin.